Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer's parent stated where the reservoir goes in is where the piece of plastic fell off and it comes back off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.